Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Eval: our evaluation of the returned device confirmed the report of a broken stent. Upon receipt at cook endoscopy, the stent was extending approx 3.5 cm from the stent delivery system. The remaining stent, remains loaded inside the stent delivery system. Approx 1.5cm of the stent has broken and separated. The broken section of the stent was not included in the return. During our laboratory evaluation, the remaining section of the stent was deployed. Difficulty during deployment was not encountered. A product-specific discrepancy that could have caused or contributed to stent breakage or difficulty during stent deployment was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in the finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional info provided indicates difficulty was encountered during stent deployment and the delivery system was then removed from the duct. If the stent delivery system experiences an application of excessive pressure, perhaps in response to stent deployment difficulties, this can contribute to partial deployment of the stent. The instructions for use for the device contains the following instruction: "begin deployment of the stent by holding the wire guide port hub stationary and slowly pulling back on the y-body, while monitoring the position of the stent fluoroscopically." If excessive force or shape movements of the handle assembly is applied to the delivery system, partial stent deployment can occur. Following partial stent deployment in the duct, attempted removal of the delivery system and partially deployed stent can result in stent breakage as reported. The instructions for use contain the following warning: "these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. In case of accidental deployment or improper placement (immediately following deployment), the stent should be left in place and placement of a second stent should be attempted to achieve desired results." Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
After performing an endoscopic sphincterotomy, the physician intended to place a cook endoscopy zilver biliary self-expanding metal stent. The delivery system was introduced into the duct and the physician attempted to deploy the stent. Difficulty was encountered during deployment. The delivery system was withdrawn from the duct and the physician noted the distal end of the stent was broken. The endoscope was removed from the pt and the delivery system and stent were removed from the endoscope. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence.